Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's up button needs to be pressed multiple times to activate, battery was needed to be put in a certain way to work properly and received weak battery alarms. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.